Event description:
A malfunction alarm, identified by malfunction code 9, was reported. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer service provided information on resetting the pump, assisted with the reset, and confirmed the issue did not recur. Customer was advised to continue using the pump and to call back if the issue persists.